Event description:
It was reported while the patient was wearing the pod between 4 and 24 hours. The adhesive completely separated from the infusion site (abdomen), causing the cannula to dislodge. The patient was standing when this occurred. Details of treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006.s921usqs6dze2. Hardware: sm-s921u. Cgm sensor type: data not available. Lot release records were reviewed, and the product lot met all acceptance criteria.